Event description:
Customer alleges false negative troponin I (tni) result with meter: edta sample collected at 18:25; <1ml was collected because pt is difficult to draw blood from. Ckmb 17.5, myo 217 for triage meter. Green top collected for centaur xp analyzer at 18:48, tni result = 1.368. Methodology for centaur is chemiluminescence. Centaur cutoff is 0.78 for tni. The cutoff for meter is 0.04 for tni. Device lot# w48955b (sob panel) expiration date: 07/01/2011. Room temperature was 75 degrees, sample collected at 18:25 and tested at 19:22. Controls performed on meter (B)(4) 2011 - ok. Calvers performed on meter (B)(4) 2011 - ok. Second draw was completed at 2025, meter results tni 0.74, ckmb 25.9, myo 153. Second draw only 2ml. Centaur results tni 2.438. Pt was transferred to another medical facility. Not enough sample to send in for further testing.

Manufacturer narrative:
Product support observations for tni recovery follow: no low bias or false negative tni results were observed. No error codes were observed. All data points with cal h were within the mfg 2sd range, with a % recovery of 98%, within the final release specs. All data points with cal g were within the mfg 2sd range. The customer complaint of a false negative result was not observed. Product support did not observe any low bias or false negative tni values with the 2 positive control samples. No sample was returned for testing; product support was unable to verify the customer's result. Product support could not rule out any sample specific or environmental factor that may have affected analyte recovery. No pt history or symptoms were provided. No product deficiency was established. (B)(4). False negative results on tni may lead to missed diagnosis for mi. No report of death or serious injury, however, potential exists should malfunction recur.